Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. Customer also believed the alarm occurred because the dual wave was running. The customer's blood glucose was 101 mg/dl. Troubleshooting found insulin did not exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime when a new reservoir was applied. The customer was advised changing the reservoir resolved the issue. The customer agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.